Manufacturer narrative:
Concomitant medical products: 4451 lead, implanted: (B)(6) 2000; 0125 lead, implanted: (B)(6)2000; 5092-58 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. It was noted that the patient was feeling weak. The lv lead remains in use. No further patient complications have been reported as a result of this event.